Event description:
Customer reported experiencing high blood glucose and it was in the 200 mg/dl range. Customer's highest blood glucose was 297 mg/dl. Troubleshooting was performed and the device failed the high pressure test twice. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2014-46349.